Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the device was charged during the weekend, and the battery was able to reach above 15 volts. The battery was now holding a charge and was working properly. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery that was not holding a charge. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a battery that was not holding a charge. The customer was provided with the part number for a replacement battery. Investigation ongoing.